Event description:
Reportedly the wrong suture material (surgidac) was used causing an infection because the suture was not absorbable. The suture was applied with an endoscopic suturing device. (Endostitch).